Event description:
It was reported that during the implant procedure of the implantable cardiac defibrillator (ICD) the defibrillation threshold testing (dft) was unsuccessful at 25 joules and then was successful at 35 joules. The physician then changed pathway and defibrillation threshold testing was unsuccessful at 25 joules and successful at 35 joules. The superior vena cava coil was programmed off and the dft was repeated and unsuccessful at both 25 joules and 35 joules. The patient was then defibrillated by external defibrillation and resuscitation was started. After 30 minutes of resuscitation the patient was pronounced deceased.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).